Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
Pinholes were found in the catheter extension tubing.